Event description:
Device was returned due to a reported rate change. The device was used on a pt. There was no harm to the pt. It is not known what drug was used. Ran pre-program, drug mode, rate set to 125ml and in process of running, changed to 105 ml.

Manufacturer narrative:
Device eval results will be submitted, when eval is completed.